Event description:
Pt admitted for routine removal of groshong IV sys catheter. At the time of removal, the distal part of the catheter had fractured and chest x-ray revealed it to be within the right ventricle, possibly entering into the atrium. A catheterization was done in an attempt to remove the fractured piece but was unsuccessful. Physician states "it has probably been there so long it is well stuck to the heart wall." Pt discharged without removal and admitting physician will contact a cardiologist in houston to inquire abount a second attempt for removal.